Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The watertightness was lost due to a pinhole in the camera cable. The camera cable was twisted. Foreign material was adhered to the electrical contacts of the video connector. The video connector was cracked. The aging test was conducted for 2 hours on the first day and 3 hours on the second day, but the reported event could not be reproduced. In addition, the camera cable was overloaded and inspected, but the reported event could not be reproduced. Based on the above information, it is possible that the endoscopic image was temporarily not displayed due to electrical deterioration due to the deterioration of the insulator used in the camera cable due to moisture entering through the pinhole part of the camera cable. Omsc reviewed the repair history of the device and confirmed that the device was repaired on (B)(6) 2019, (B)(6) 2020 due to a malfunction of the endoscopic image, and on (B)(6) 2018 due to a defective camera cable. The device was manufactured in 2004. Omsc was unable to review the device history record because the device was manufactured over 15 years ago. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, no endoscopic image was displayed, when the device was connected to the video system center. The user reconnected the device and the endoscopic image was displayed. There was no report of patient injury associated with the event.